Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the bottom seal plate had lifted from the jaw and the overmold had cracked. There were no missing piece on the damaged parts. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. No electrical or wiring issues were found. It was reported that the jaws of the device were difficult to open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had an insulation and seal plate failure. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device's jaw was forcefully inserted or extracted from a trocar instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially co ntributing factors. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device or injury to the patient. Close jaws using device handle before insertion or extraction in the trocar. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece's jaw was difficult or impossible to open. After sealing the vessels and cutting the tissue, the handle did not return to its starting position but the jaws were partially open. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the bottom seal plate had lifted from the jaw and the overmold had cracked. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. No electrical or wiring issues were found. It was reported that the jaws of the device were difficult to open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had an insulation failure and seal plate failure. The product analysis noted evidence that the device was not used as intended. The damage to the device's seal plate and overmold is consistent with the user inserting or extracting the device jaw from a trocar instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: carefully insert and with draw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, the handpiece's jaw was difficult or impossible to open. After sealing the vessels and cutting the tissue, they were able to remove the device without any problems, but the handle did not return to its starting position but the jaws were partially open. The knife blade was not extended and did not protrude. Another handpiece was used to complete the procedure. There was no patient injury.